Event description:
It was reported that the patient was having pain at the right side and was not getting pain relief despite multiple reprogramming post revision procedure (MFR. Report number: 3006630150-2023-06163). The patient underwent a replacement procedure and was doing well postoperatively. The explanted lead was not returned.